Manufacturer narrative:
(B)(4). The report of leaking at the juncture hub was able to be confirmed through investigation of the returned sample. The customer returned one vectorflow retrograde kit including the assembled catheter and tunneler for analysis. Visual analysis revealed that the compression fitting was threaded all the way onto the juncture hub, with no threads visible. Dimensional inspection revealed that the length of the arterial cannula from the juncture hub to the distal tip measured and the length of the venous cannula from the juncture hub to the distal tip measured above their respective specification limits. After initial leaking testing of the catheter assembly, the compression fitting was unscrewed. The green compression sleeve was observed to be advanced onto the threads of the juncture hub. This is consistent with incorrect assembly and can lead to incomplete compression. The leak testing of the connector assembly rev ealed leaking between the metal cannulas and the white juncture hub. A device history record (DHR) review was performed, and no relevant findings were identified. Manufacturing was contacted as part of this investigation, and they confirmed that this defect is likely molding related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that "I found leaking between the metal cannulas and the juncture hub, the product was leaking air while they were checking for blood aspiration, they have recut the catheter and tried to fix the issue but still the air leakage is present so they remove the catheter and use new catheter for the case."